Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8 additional information: h4 the device was returned to olympus for inspection; however, the reported failure of the front panel not displaying could not be confirmed. The device was found to meet its product specifications. As the malfunction could not be confirmed during evaluation, a definitive root cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit's front panel was not displayed. The issue occurred during set up or inspection for use. There were no reports of patient harm.